Event description:
Consumer reports inaccurate readings when comparing to other meter. Analysis run on clark error grid using competitive reading (205, 211) as a ref. Point vs bd readings (58) yielded data points in the e zone of the grid - outside acceptable limits.